Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 27-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that a patient had to have a replacement tube because the original broke in two pieces between the balloon and the external bolster of the gastric-jejunal tube. There was no injury to the patient, but the patient had to received general anesthesia and a scope to remove the broken tube. Additional information received on 13-nov-2017 stated that the tube was placed on (B)(6) 2017 and the incident occurred on (B)(6) 2017. The patient was discharged from the hospital. However, after the remained of the tube was removed by endoscope under general anesthesia, the patient had to stay one night in the pediatric intensive care unit under observation.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 19-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).